Event description:
Chen, c.-g., gao, b.-l., yang, c.-b., hao, x.-h., ren, c.-f., yang, l., han, y.-f., cao, q.-y.; journal of medicine; 2023; 102:4; safety and effects of endovascular treatment of basilar tip aneurysms in patients with moyamoya diseases; doi.org/10.1097/md.0000000000032777 study title or objective: the document reviews literature regarding the use of embolization techniques in treating aneurysms. The specific time frame for this study was between 2014 and 2020. Multiple manufacturer¿s devices were used in the study population, including the enterprise stent (n-8), solitaire ez (n=6), and lvis stent (n=8). However, the specific manufacturers are not mentioned. The solitaire is a medtronic device. Deaths occurred in the study population. There was one death due to aneurysm rupture during the treatment. Adverse events. Intraprocedural complications occurred in 3 patients: aneurysm rupture in 1 patient with a large aneurysm (13mm in diameter), leading to death of the patient, and stent thrombosis in 2 (with 1 large aneurysm of 15mm in size and the other small aneurysm of 10mm in size) which was successfully treated with thrombolysis. Follow up at 6-26 months: aneurysm occlusion degree was raymond¿roy grade I in 21 patients, grade ii in 4, and grade iii in 2. Aneurysm recurrence was found in 4 patients.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.